Event description:
In this event it has been reported that waveone gold primary 3-file ster 25mm broke in the root canal and had to be left in situ. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Eight waveone gold primary files 25mm were returned (two files in loose + six unused files). One of the files in loose is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. The second file has no damage. Nothing unusual to report was found during DHR review (batch #1649431). Unused files have been evaluated and were found in compliance with specifications. For information, a consequent number of waveone gold primary files which break at the base of active part were recorded since a few months. Further analysis were conducted by the laboratory team who high lighted great disparities between the sections of the different files which were analyzed (instruments coming from current production and broken instruments coming from complaints). Although all the sections meet drawing requirements (diameters d3 and d13 are matching to the drawing), the rate between the two thicknesses varies considerably from one production to another and can cause a premature breakage (normal ratio: about 65%; incorrect ratio: about 40%). The primary root cause is design (drawing does not define accurately enough the expected section). An issue with the machine programs used during grinding operation has been also brought forwards (an obsolete program has been reused by mistake, alongside the legitimate program). This explains why some of the instruments have a section considered as correct, and some others have a section which is considered as incorrect. Hhe 2021-1 and CAPA 2021-13 have been opened to handle the issue.